Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported to us that the device was used on a patient in volume-controlled mode when the device alarmed for ventilator failure and stopped the automatic ventilation. There was no patient injury reported.

Manufacturer narrative:
The dispatched dräger fse could determine that frequent entries were recorded in the error log for the respective date of event indicating that the pressure inside the cylinder of the ventilator went below -15bar. To prevent from serious damages the system is designed to shut down automatic ventilation and to post a corresponding alarm. As described in the IFU the user may switch to manual ventilation using the device-internal breathing bag; monitoring remains functional in such case. The root causes for the negative pressure inside the ventilator may be multiple - the use of a bronchial suction system, a failure onboard the controller pcb, a false measurement of the vent pressure due to a malfunction of the dedicated sensor or a sticking auxiliary air intake valve which would be related to improper cleaning. The fse replaced the controller board as a precaution to eliminate the potential technical reason or the event. The device was subject to a full scope of testing after the repair exchange and did not exhibit new malfunctions. It was returned to use wit no further issues reported to date. The pcb however was tested in the manufacturer's lab and found fully compliant to specifications.

Event description:
Please see initial MFR. Report #9611500-2017-00054.